Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2019. A patient meeting was held that day. The manufacturer representative confirmed that therapy was still on with the patient controller. The manufacturer representative turned off all of the adaptive stimulation (as) settings that day and they would see if that might be the cause of the patient not feeling stimulation when it was confirmed with the controller that therapy was on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-03-29. It was reported the patient was reprogrammed about a month ago. The rep reported that 2 weeks ago the patient stated he feels like his ins is turning off and on. It was not positionally related and there were not falls/trauma associated with the issue. The rep did not believe it was as related. This has happened 10 times in the past 2 weeks. It was reviewed to keep a log of when it occurs and pulling the file the next time the rep sees the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that sometimes the patient is in a certain position and the stimulation will cut out, there will be a loss of therapy, and then it will come back really strong. This started occurring on (B)(6) 2019. Starting since then, the implantable neurostimulator was also not lasting long in between charges. The patient has three programs, and they have tried them all, but it is doing the same thing. The patient indicated that he has follow-up appointment with their physician on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that their device is shutting down. The patient stated when he is sitting or standing in one position has not moved his stimulation shuts down and 4-5 minutes later it turns back on all on its own. The patient stated this started happening last week, and that they have adaptive stimulation (as). The patient also noted that all programs are doing the same thing. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient confirmed that the patient¿s issue resolved by turning off their adaptive stimulation. It was also indicated that the patient¿s programmer had never confirmed that the ins was off. The rep had no further information to offer at this time. No further complications were reported/anticipated.